Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's control and monitoring printed circuit boards were contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The pcbs are recommended to be replaced to solve the issue. Liquid on pcbs can cause short circuit which might affect the ventilator¿s characteristics and performance. Control pcb is part of subsystem breathing bre. Main functions are responsibility for the patient treatment, i.e. How to regulate the inspiratory and expiratory gas flow. It includes an ID prom. The ID information can be read by the system. It includes a memory backup battery. A memory backup battery power supplies the internal memory (containing startup ventilation configuration) on the pc board. If the battery on control board is disconnected or if the battery voltage is too low, startup ventilation configurations made via the service & settings may be erased. The memory backup batteries must be replaced after five years. The system software must be re-installed if control pcb is replaced. The monitoring pcb handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure. This board also contains a barometric transducer and the measured barometric pressure is supplied to the other sub-units in the system. The user is obliged to follow the environmental and cleaning recommendations in applicable user¿s manual. Our servo ventilators fulfill the standards of ip21. Most probable cause to the contamination is ingress of liquid. Circumstances about the source of the liquid are unknown. The conclusion is that the device did not fail to meet its specification. It was concluded that the issue most likely was related to environmental issue. The correction of fields h3 device evaluated by manufacturer? And b5 describe event or problem: was required. This is based on the internal evaluation. Previous device evaluated by manufacturer? No, device not eval provide code: device evaluation anticipated, but not yet begun. Corrected device evaluated by manufacturer? Yes. Device not eval provide code: previous describe event or problem: it was reported that the ventilator's control and monitoring printed circuit boards were contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4). Corrected describe event or problem: it was reported that the ventilator's control and monitoring printed circuit boards were contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's control and monitoring printed circuit boards were contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).